Event description:
A pt developed staphylococcus aureus infection after a lense implant for which healonid and "bss" had been used. No further info provided. Follow-up info received on 12/22/1999 upgraded the event to serious by adding the criteria disability/incapacity and corrected the adverse reaction to endopthamitis. Four pts developed intra-ocular infection following intra-ocular lens implant surgery. Three organisms cultured have been different in the first three pts (1) pseudomonas(2) staph. Aureus (3) coagulase negative. The result from the fourth pt is unknown. Three of these four pt (do not know which 3) received healonid the other pt received opthalin plus. The batch number of the healonid is known for one pt only and was af59062. Co is unable to differentiate these 3 pts with the info provided. Suspect drug info - all possible products entered - pt will have received drug 1 or 4. Reporters causality asessment - unlikely. Follow up 1/4/2000: results from review of batch documentation by the MFR. There are no other complaints reports received for the lot. No af 59062. Case comment: eye infection is not listed in the core data sheet. In the present case there is a temporal relationship between the event and the administration of healonid, but the organisms cultured were different in the first three pts and results not yet available in the fourth. The event is assessed as unrelated to healonid. Surgical procedure and possibly concomitant medication offers a more probable follow-up info regarding batch quality required. Follow-up 1/4/2000: the results from the review of batch documentation by the MFR was received. No other complaint report was received with batch no. Af59062. In 3 of the reported cases the batch is inknown. In one of the 4 cases it is still not known which viscoelastic was used. Since no further follow-up info is expected a final report is issued.

Event description:
Endophthalmitis [eye infection not otherwise specified.] Case description: a pt developed staphylococcus aureus infection after a lens implant for which healonid and "bss" had been used. No further info provided. Follow-up info rec'd on 22-dec-99 upgraded the event to serious by adding the criteria disability/incapacity and corrected the adverse reaction to endophthalmitis. Four pts developed intra-ocular infection follwing intra-ocular lens implant surgery. Three organisms cultured have been different in the first three pts (1) pseudomonas (2) staphylococcus, aureus (3) coagulase negative. The result from the fourth pt is unknown. Three of these four pts (we do not know which 3) rec'd healonid the other pt rec'd opthalin plus. The batch number of the healonid is known for one pt only and was af59062. One of the pts lost sight in the affected eye, but we do not know if this pt rec'd healonid or opthalin. The info for cases are as above. Co is unable to differentiate these 3 pts with the info provided. Suspect drug info - all possible products entered - pt will have rec'd drug 1 or 4. Rptrs causality assessment-unlikely. Case comment: eye infection is not listed in the core data sheet. In the present case there is a temporal relation between the event and the administration of healonid, but the organisms cultured were different in the first three pts and results not yet available in the fourth. The event is assessed as unrelated to healonid. Surgical procedure and possibly concomitant medication offers a more probable explanation follow-up info regarding batch quality required.